Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps), the filter could not be pulled into the delivery catheter and the tip of the delivery catheter became bent. The device was not used and there was no patient involvement. A new emboshield nav6 eps was used to complete the procedure. Returned device analysis identified that the filter support structure was broken. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned device. The reported dc pod damage was confirmed. The reported difficult to insert was unable to be confirmed due to the condition of the returned delivery catheter. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a definitive cause for the reported difficulties. It is possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. The broken filter support structure frame was not reported, and it could not be determined if the break occurred during the failed attempt to load the filter, or during handling/packaging the product for return. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.